Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received no delivery alarms. The customer's blood glucose level at the time of incident was 116mg/dl. Troubleshoot was conducted and the device leaked from bottom of reservoir. The customer was advised the reservoir would be replaced and returned for analysis.

Manufacturer narrative:
A complete analysis and testing of two opened and used reservoirs showed that the are functioning properly and passed all functional testing. After testing it was concluded that the devices operated within specifications.